Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed that the atrial lead was showing noise. Programming changes were made to resolve the issue. Physician also decided to monitor the lead. Patient was stable post procedure.